Event description:
The pt reportedly experienced episodes of intermittencies as well as a decrease in sound performance. Testing of the device showed that it is functioning. Surgery to explant the pt's device will be scheduled.